Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.45 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed form the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).

Event description:
A surgeon reported unspecified problems with a knife during a procedure with no impact to the patient. Additional information was requested. Additional information was received was received through a video of the procedure whereby the subject knife exhibited cut resistance during the procedure. No patient impact was reported.